Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 395 mg/dl. Customer treated with manual injections. Insulin squirted out during the manual prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube and cracked reservoir tube window.